Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The footswitch was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on july 13, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformity. The returned footswitch was connected to a calibrated system and found to have an unresponsive treadle. The root cause of the reported event can be attributed to a nonconforming treadle. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that there was a footswitch issue. Additional information has been requested.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).